Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini was testing in memory mode. In addition, the patient also reported a settings issue with the subject meter and that the subject meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issues began on (B)(6) 2014 at 10:00pm. The patient stated she does not take any medication to manage her diabetes and claimed she continued with her usual diabetes management regimen in response to the alleged meter issues. The patient reported developing symptoms of being ¿anxious, felt blood pressure was getting high and heart racing¿ about 30 minutes after the alleged issues began. The patient denied receiving medical treatment. At the time of troubleshooting, the csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged issues were resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issues began.